Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that there was no power to the ias or mvs system. Troubleshooting was conducted and it was found that the fuse on the mvs control board (f11) was blown. The fuse was replaced and system functionality was restored. The imaging system then passed the system checkout and was found to be fully functional.. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that the line power was off and the battery indicators were not scrolling. The image acquisition system (ias) worked fine, but the mobile view station (mvs) did not power up. There was no patient present when this issue was identified.